Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that the drive support cap was sticking out of the insulin pump. Customer's blood glucose was 180 mg/dl at the time of the incident. At time of this report, customer's blood glucose was 204 mg/dl. Customer was unaware of how the damage occurred and stated she had not pushed the cap in since noticing it. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk, minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.